Event description:
Reported as, "detection of an obstruction of the tube, when attempting an adjustment of the lap-band. Was made a simple xr, then reoperation with local anaesthetic. The stainless steel connector was abstracted." Inamed believes the event being reported is an obstruction of the access port tubing or tubing connector.